Event description:
It was reported that the swg easily deformed which does not permit the catheter progression over the swg. This event occurred in the uti departement and the insertion site was the subclavian vein of a male pt (B)(6). The swg was removed and a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.